Event description:
Information was received indicating that a smiths medical pump presented with lec 1870 during testing. There were no reported adverse events.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 pump complaint of alarm 1870 was not confirmed during functional testing and duplicating event. The event log revealed alarm and recommended preventative measure be taken to replace the motor. Unknown cause of event. No fault found and action taken to replace motor as prevention measure. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 pump.